Event description:
It was reported that during an unknown procedure, it was observed that the handpiece was not returning back after the stapler was fired. Eventually after multiple attempt it worked. Used with another stapler reload, same issue. Another like device was used. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 02/18/25 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9em3c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. D4: batch# 189d97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. Several events were found that caused the device to experience a false lockout event. The device was tested for functionality in the straight position with a test battery and a returned reload, the cut line and staple formation was adequate, however the device, did not achieved and complete firing sequence. The test battery was removed and placed back; the knife was returned to its home position by pressing the home button. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 189d97, and no non-conformances were identified. Additional information was requested and the following was received: 1. Is the current patient status known? 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Response: 1. No. 2. No.